Manufacturer narrative:
Product analysis: a partial lead in portions was received and returned for evaluation. The outer insulation of the lead developed a breach due to a depression while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer, analyzed and tested out of specification. Follow-up is unable to obtain additional information at this time. No patient complications have been reported as a result of this event.